Manufacturer narrative:
Analysis could be performed as the complaint component was not returned for analysis. The reported allegations could not be confirmed. A risk review was completed and confirmed that the event of failure to retract during procedure/ manual retraction failed was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The allegation of failure to retract during procedure/ manual retraction failed is unable to be confirmed due to the lack of a product return to analyze. Additionally, the evidence from the product record review did not identify a potential product quality issue or new patient harm. It can be concluded that at this point that unknown factors most probably contributed to the complaint/event. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of unable to exclude device problem has been chosen.

Event description:
It was reported that the needle wouldn't retract when connecting the device to the generator. The device was disconnected and reconnected, but it did not work. Manual retraction was attempted but it was unsuccessful. The procedure was completed with another device. There were no patient complications.